Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the access post-pump pod. The reported condition of leak was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure sensor of a prismaflex set, was ruptured and "bled after six hours on the machine". There was no report of patient injury or medical intervention associated with this event. No additional information is available.